Event description:
This is being filed as the clip became caught on the soft tip of the steerable guide catheter (sgc) during removal. Although there was no adverse patient effect, if this were to recur, a damaged soft tip has the potential to cause or contribute to patient injury. It was reported that after the mitraclip clip delivery system (cds) was positioned in the left atrium and the cds steering m knob was turned to steer the clip downward, the clip moved unexpectedly upwards toward the arch of the left atrium. The clip was free from any anatomical structure. Upon retracting the clip into the sgc, it became caught on the sgc tip. The clip was opened a little and was advanced removing it from the tip. The clip was reclosed and was able to be retracted into the sgc. Another cds was used successfully and one clip was implanted reducing the functional mitral regurgitation grade from 4 to 3. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Event description:
Steerable guide catheter was returned to abbott vascular with damage to the soft tip. Additional information indicated that the damage was not observed after the device had been removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced has been filed under another manufacterer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: although there was no reported device malfunction associated with the complaint device, the sgc device was returned and tears in the soft tip were observed. A review of the device history record revealed no manufacturing nonconformities issued to this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.